Event description:
While pipetting an htlv I/ii plate on summit insufficient reagent was pipetted to well h11. No error was generated by the summit. No death or serious injury was associated with this incident.